Event description:
The hospital reported the unit lost battery power resulting in loss of mechanical ventilation. The patient was switched to manual ventilation, the unit was replaced, and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Date of event: incident date unknown. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).